Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was over 700 mg/dl. The customer stated that she was in an induced coma due to the tracheotomy and had 3 surgeries as they ripped her throat. The customer stated that she passed out after vomiting and became goofy. The customer stated that she was in diabetic ketoacidosis. The customer was treated with IV drip, fluids and breathing machine and catheter. The customer also stated that she had battery issues and stated that it would work for a while and go dead. The customer will be sent a replacement pump.